Event description:
The hcp reported the pt was experiencing withdrawal symptoms including fever, rebound spasticity, and an elevated white blood cell count. The hcp withdrew 2cc of cerebrospinal fluid and gave the pt a bolus of 200mcg of compounded baclofen. No rotor or catheter dye studies were done. The hcp reports the event may not be related to the drug or pump. "Perhaps an infectious process was going on." The pt recovered without sequela, is at home, and is doing fine.